Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300's (mg/dl) for the past few months. To address the bg level, the customer delivered correction boluses using the pump. The customer did not know the suspected cause of the elevated bg level, but the contact stated that the customer's health care provider (hcp) stopped prescribing the customer metformin approximately a year ago. Recommendation was made to consult with hcp regarding diabetes management, and to call back when the customer is actively experiencing an elevated bg so tandem technical support could perform troubleshooting to determine a cause of the bg level.